Event description:
Reference number (B)(4) event occurred in the united states, it was reported that on (B)(6) 2024 occlusion alarm occur and after troubleshooting blockage is located is in the tubing. No further information available.